Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative direct antiglobulin test (dat) of a patient sample when tested with anti-human-globulin solidscreen ii on tango optimo. The customer returned the patient sample that had caused a false negative test result, but none of the supposedly defective product. Upon arrival on our premises the patient sample was very haemolytic. Nevertheless the patient sample was tested with the qc lab's retained sample of anti-human-globulin on tango optimo. The reactions were assessed by tango optimo as being positive. But due to the hemolysis of the patient sample the quantity of red cells was not sufficient to obtain a valid test result. The qc lab's retained product sample was also tested with igg sensitized red cells and showed correct positive reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human-globulin, anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by one of our field service engineers with no indication for an instrument and/or software malfunction. The instrument was confirmed to operate within specification after engineer intervention for maintenance. Haemolysis of the patient sample made it impossible to evaluate the reaction strength correctly.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a (B)(6) result of a patient sample when tested with anti-human-globulin solidscreen ii on tango optimo. The customer returned the patient sample that had caused the (B)(6) test result, but none of the supposedly defective product. Testing of our retained product sample in our quality control laboratory is still ongoing. The affected tango optimo was inspected by one of our field service engineers. We are still waiting for this report. Root cause analysis is still ongoing.